Event description:
A customer reported an uncut area at ten o-clock position in the side cut area of right eye, during surgery.

Manufacturer narrative:
H.3. H.6. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the date of surgery. Latest preventive maintenance performed and confirmed system met specifications as per sir (service installation record). Review of the logfiles for the day of treatment shows no relevant errors or any relevant warnings. During start-up of the system the vacuum, the energy and the ablation tests were performed without any issue. The energy was stable during the whole day. The logfile shows eight successfully performed treatments. The reported treatment could be identified in the logfile. The pi was docked two times on the eye, because the surgeon interrupted the suction process by pressing the foot pedal twice, after reaching valid values for suction two. The treatment was finished successfully without any issue. No relevant deviation between planed and performed energy is detectable for the reported treatment. The user operated surgery within the recommended energy settings. The thickness of the flap was thinner than the recommended flap thickness. No technical root cause could be identified. Prolonged suction time and surgery time is a contributing factor for the reported event. Root cause could not be determined conclusively; however no technical root cause could be identified. The manufacturer internal reference number is: (B)(4).